Event description:
It was reported that an infant, born at 36 weeks with a congenital diaphragmatic hernia, went on ECMO (B)(6) 2013 and required an oxygenator change out after two days due to clots on the arterial side. The infant required volume resuscitation with the change-out. The replacement device was from a different lot and was in place for ninety six hours performing satisfactorily until the pt was removed from the ECMO on (B)(6) 2013. Removal was earlier than planned due to clots in the arterial cannula. The pt remains ventilated and on dopamine and dobutamine for blood pressure issues. The procedure was conducted with non-coated circuits which is not the normal protocol. Circuits were provided by another vendor. (B)(4).